Manufacturer narrative:
Product analysis: it was noted that the external pulse generator (epg) liquid crystal display (lcd) was bleeding with damaged crystals on the screen. It was also noted that the ventricular connector was broken. It was further noted that the hanger assembly was worn. All found defective parts were replaced and all other identified issues were resolved. The epg then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) was returned for preventive maintenance and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.